Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02021. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Following pre-dilation with 3.0x20mm and 3.5x15mm nc emerge balloon catheters, a 3.00 x 16mm synergy ii drug-eluting stent was advanced but would not cross the lesion. When the device was removed, it was noted that the stent was not on the balloon. X-ray was performed and it was confirmed that the stent stripped off the balloon in the rca, a guide wire was used to wrap around the stent. The stent, guide catheter and guide wire were removed as one unit. A 3.00 x 8mm synergy ii drug-eluting stent was advanced; however, it was noted that the stent struts got banged up and raised off of the balloon. Multiple additional inflations were then performed using a 3.0x20mm nc emerge balloon catheter and a guide extension catheter. The procedure was completed with another 3.00 x 8mm synergy stent. The patient did not experience any complications.

Event description:
Same case as MDR ID: 2134265-2018-02021. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Following pre-dilation with 3.0x20mm and 3.5x15mm nc emerge balloon catheters, a 3.00 x 16mm synergy ii drug-eluting stent was advanced but would not cross the lesion. When the device was removed, it was noted that the stent was not on the balloon. X-ray was performed and it was confirmed that the stent stripped off the balloon in the rca, a guide wire was used to wrap around the stent. The stent, guide catheter and guide wire were removed as one unit. A 3.00 x 8mm synergy ii drug-eluting stent was advanced; however, it was noted that the stent struts got banged up and raised off of the balloon. Multiple additional inflations were then performed using a 3.0x20mm nc emerge balloon catheter and a guide extension catheter. The procedure was completed with another 3.00 x 8mm synergy stent. The patient did not experience any complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).